Manufacturer narrative:
Company rep evaluated the system and could not duplicate the reported problem. As a preventative measure, the system's ambulatory telepack was replaced.

Event description:
Customer reported the panorama central station with telemetry had lost communication, which may have affected telemetry monitoring. No pt injury was reported.